Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Device also had moisture damage on motor, battery tube, vibrator and keypad assembly. It was unable to perform the off no power test due to blank display. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without a low battery alert twice. Blood glucose value at the time of the alarm is unknown; he tested after the alarm and it was 60 mg/dl. Customer stated that the battery was not previously used, the insulin pump was not dropped or bumped, there were no unattended alarms and the battery cap is not loose, cracked or damaged. He also stated that the display went blank after changing the battery but it had returned. The insulin pump was replaced and returned for analysis.